Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a notification due to post-paced t-wave oversensing. Programming changes were made and further testing was recommended. The patient was stable after the event.